Manufacturer narrative:
Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00420 and 00421) submitted for devices related to the same event. Product is in route.

Manufacturer narrative:
The battery was requested for analysis, but was not returned to heartware despite multiple attempts to obtain it. Log file analysis indicated a loss of power on the reported event date. (B)(4) was connected during the loss of power. Controller log files also revealed multiple "critical battery" alarms near the reported event date with the complaint batteries attached, while each of these had a reported capacity of "0%", confirming the reported event. Per engineering input, the root causes are multifactorial, but most likely due to corrupt communication between the battery and the controller caused by external interference. This is one of three reports (3007042319-2014-00420, 3007042319-2014-00421 and 3007042319-2014-01222) submitted for devices related to the same event.

Event description:
Approximately thirteen months post hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary review of the log files revealed that the patient had experienced a loss of power on the reported event date.